Event description:
Customer reported a leak from the back of the small extension filter on a nicu patient. No patient harm or medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.